Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of an (B)(6) male patient contacted zoll customer support to report that the patient had a skin irritation under two of the electrodes, and the irritation has started to bleed. Zoll customer support suggested leaving the device off or up to an hour per day, shifting the belt to try and keep the electrodes off of that area, and contacting the patient's physician. There is no follow-up documented.